Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and wall adapters for the past two weeks. In addition, the pump battery jumped down to 20% then back up to 80% while connected to a power source on the day of the report. The customer¿s blood glucose level was not impacted. Reportedly the customer will continue to use the pump for insulin therapy.